Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shutdown. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. It was reported that during use the cardiosave intra-aortic balloon pump (iabp) got shut down. There was no patient harm reported. A getinge field service engineer (fse) evaluated and was able to reproduce the issue. The fse replaced the cable coil and video generator board. Run test performed and passed. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. The defective components were received for further investigation. The video generator board was observed per the cardiosave service manual part number 0070-00-0639 revision q with no visual damage. The national repair center installed the video generator board into the cardiosave test fixture and tested the video generator board to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision q. The nrc could not reproduce the shut down failure. No problem was found. Video generator board will be sent to the supplier for future failure analysis per procedure number 0002-07-d008 revision aj. The national repair center installed the coil cable p/n 0012-00-1839 into the cardiosave test fixture and tested the coil cable to factory specifications per the cardiosave service manual part number 0070-00-0639 revision q. The nrc could not verify the failure of system shut down. Retaining the coil cable in the nrc per procedure 0002-07-d008 rev aj. Fat received 0670-00-1182 back from the supplier. The supplier stated they replaced components l44, u55, and u41. No specific root cause identified. Please see attachments for failure analysis paperwork. This investigation is now complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and was able to reproduce the issue. The fse replaced the cable coil and video generator board. Run test performed and passed. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. The defective components were received for further investigation. The video generator board part number was observed per the cardiosave service manual revision q with no visual damage. The national repair center installed the video generator board into the cardiosave test fixture and tested the video generator board to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual. The nrc could not reproduce the shut down failure. No problem was found. Video generator board will be sent to the supplier for future failure analysis per procedure number 0002-07-d008 revision aj. The following investigation was performed by tony putz, technician of the maquet national repair center (nrc) wayne, nj: tp 19 jan 2023.the national repair center installed the coil cable p/n 0012-00-1839 into the cardiosave test fixture and tested the coil cable to factory specifications per the cardiosave service manual part number 0070-00-0639 revision q. The nrc could not verify the failure of system shut down. Retaining the coil cable in the nrc per procedure 0002-07-d008 rev aj.the following was input by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 26 apr 2024. Fat received back from the supplier. The supplier stated they replaced components l44, u55, and u41. No specific root cause identified. This investigation is now complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.the non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.